Manufacturer narrative:
An inoperable implant due to possibly not charging the device was reported to abbott, but could not be confirmed. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
Additional information indicates the ipg was explanted and replaced to address the issue.

Event description:
It was reported the charger had stopped working for over a month. The ipg was deemed inoperable. In turn, surgical intervention may be pending.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
An inoperable implant due to possibly not charging the device was reported to abbott, but could not be confirmed. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.